Manufacturer narrative:
The lead remains in service at this time. If additional information is received, this report will be updated.

Event description:
It was reported that this right ventricular lead exhibited a shock impedance measurement of greater than 125 ohms. Technical services noted there was no evidence of noise and all other lead measurements were within normal range. The health care professional would evaluate the patient in the office in a couple months. The lead remains in service. No adverse patient effects were reported.